Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis was performed and no anomalies were found.

Event description:
An implantable cardioverter defibrillator (ICD)  system was returned from a funeral home. Information identified in the paperwork indicated that the patient died approximately ten months post implant of the ICD system. The cause of death per the death certificate was respiratory failure, cerebral brain hemorrhage, endocarditis and dilated nonischemic cardiomyopathy. The source of the endocarditis was requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. (B)(4).